Manufacturer narrative:
The reported blood loss is attributed to the operator discontinuing treatment without performing rinseback. The disposable cartridge was not returned to nxstage, therefore, the exact cause of the alarm cannot be determined. The user's guide states possible causes of this alarm as either an air bubble in the therapy fluid line or the therapy fluid supply has been exhausted. Adequate instructions for troubleshooting the reported alarm are provided in the user's guide. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training regarding troubleshooting alarms. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The cycler alarmed with a caution indicating that air was detected in the therapy fluid line during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.